Event description:
It was reported that during the prophylactic extraction of another lead, the left ventricular (lv) lead was pulled out. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The outer insulation of the lead was observed to have blood ingression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk crt-d implanted: (B)(6) 2010. (B)(4).